Event description:
It was later reported that the patient was admitted on (B)(6) 2021 for anemia which was thought to have been the cause of the low flow alarms. Initially after reporting several dark bowel movements he elected not to be admitted in may nor did he want to move forward with any testing or invasive procedures/surgery. A month later the patient was admitted for hematuria. Gastrointestinal bleeding was not confirmed. The capsule study was unrevealing. The patient had poor prep and no source of bleeding was ever identified via esophagogastroduodenoscopy (egd). The patient experienced some minor fatigue, the bleeding seemed to be self resolving. The patient was never clipped or cauterized. The plan of care was transurethral resection of bladder tumor (turbt) with biopsy. The low flow alarms did not resolve and the cause of the elevated powers was not identified.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a low flow alarm can be confirmed based on the submitted log file; however, a specific cause for the reported events and a correlation to the (B)(6) cannot be conclusively determined. It was reported that the patient was experiencing frequent low flow alarms. The system controller log file contained 89 low flow alarms that were captured between 05may2021 13:46:23 and 10may2021 16:58:43, when the flow dropped as low as 2.3 lpm, below the low flow threshold of 2.5 lpm. Routine power exchanges and pi events were documented throughout the log file. Pump power elevations were noted on (B)(6) 2021 19:25:12 and (B)(6) 2021 19:25:15 when the power increased to 7.5 and 8.4 w, which immediately resolved. The pump appeared to operate above the low speed limit for the duration of the log file . A specific cause for the change in pump parameters cannot be conclusively determined. The patient remains ongoing with heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas IFU and heartmate ii lvas patient handbook are currently available. Bleeding is listed in the hmii IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the hmii IFU provides information regarding anticoagulation, including recommended inr values. The hmii IFU patient care and management section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explain that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The hmii IFU also notes that changes in patient condition can result in low flow, such as hypertension. The hmii IFU contains information on all system parameters, including pulsatility index (pi). The hmii IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Power changes are also addressed in section 6.2 of the operating manual. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having frequent low flow alarms which were found to be a result of under hydrating and transient semi-resolving gastrointestinal bleeds. The low flow alarms were confirmed when technical services reviewed the log files. The log file also noted a transient elevation in power and flow on (B)(6) 2021 at 7:25 pm. The patient was stable but has also been reporting low voltage advisories which occurred with a new set of batteries that were issued in march and manufactured in sep2020. The patient has been only getting 10-12 hours worth of battery life, which is less than the typical 16-17 hours. Upon review of the log file the low voltage alarms were due to normal battery depletion. Upon review of the information of information for use of the battery, the battery will provide between 6 and 10 hours of support under normal operating conditions.